Event description:
It is reported that the pt was revised due to pain, instability, and loosening. At the time of the revision, it was found that the pin was disengaged.

Manufacturer narrative:
This report will be amended when our investigation is complete.